Event description:
The customer stated that during a flight, the pacer light came on when pacing was not selected, then other panel buttons would not respond. After the flight, the unit seemed to be working fine.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint could not be duplicated, but visual examination of the device indicates a high probability that moisture or fluid shorted (result code 121) out the pacer cable (result code 423) by the evidence of corrosion on the cable contacts. The replacement of the cable and associated panel resolved the corrosion issue. The device was repaired and returned to the customer.